Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pacing lead impedance (pli) measurements of greater than 2000 ohms during a general device change-out procedure. Intermittent noise was also observed with a pacing system analyzer when the lead was connected to the patient¿s newly implanted device. It was noted that the pli measurements of this ra lead have been historically high since its initial implant. The physician decided to leave the lead implanted with the new device as the other lead values were within normal range. Additional information from the field stated that the source of the high impedance measurement was not conclusively determined. The ra lead remains in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.